Event description:
It was reported that the remote monitor transmission indicated that the device exhibited low battery voltage, but elective replacement indicator (eri) was not triggered and the device was still in normal parameter settings. A later transmission indicated the battery voltage was within normal limits. It was determined that the problem was caused by an occasional hardware glitch, and the device corrected itself. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.